Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding a broken cable was confirmed by failure analysis. Common causes of a broken grip cable, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. A review of the provided image was performed. A broken cable can be seen at the wrist of the needle driver.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted gynecology myomectomy surgical procedure, the 8mm mega needle driver instrument wire was broken while being installed with the vision side cart (vsc). The customer completed the procedure with backup instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: yes, the instrument was inspected prior to use and there was no damage. The surgical task being performed was suturing. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to opening/closing of the grips. There were no issues related to left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. Yes, there were cables visibly protruding from the distal end of the instrument. There was no fragment fell inside the patient.